Manufacturer narrative:
Concomitant medical products: product ID: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a successful cryo ablation procedure, the patient had low blood pressure and began to decompensate. It was noted the issue occurred at the end of the procedure when attempting to check the activity of the veins following the ablation. A thoracic echography was performed and a cardiac tamponade was observed. Surgical intervention took place and a perforation was observed. The tamponade was drained and the perforation repaired. No further patient complications have been reported as a result of this event.